Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 450cc mentor smooth round high profile saline breast implants experienced pain, ptosis, pulling sensation, hair loss, fatigue, food sensitives, gastrointestinal issues, inflammation and left sided deflation post procedure. As a result, patient has an explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 28, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On may 4, 2022, mentor became aware that patient experienced suspected deflation post procedure. Patient stated that the implants were reimplanted. Per mentor IFU, these devices are for single only and should not be reimplanted. Therefore, the device was used in an off label manner. On may 5, 2022, mentor became aware that patient also experienced breast implant illness and breast cyst post procedure. Reason for device explant and/or reoperation: suspected deflation, generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual, leak test, and microscopic examination inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm hps dv 420cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view, measuring approximately less than <0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Per additional information received, it was confirmed the same implant was used twice. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Therefore, the device was used in an off-label manner. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).